Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 334 mg/dl. Customer was light-headed, nauseated and emotional. Customer thought she had a virus. Diagnosed diabetes ketoacidosis. Hospital treated with IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.